Manufacturer narrative:
(B)(4). Evaluation summary: baxter received two distal luers for evaluation. Visual examination confirmed the reported condition as broken luer posts. The root cause of broken luers was determined to be a manufacturing defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. An additional medwatch will be submitted for the other broken distal luer that was evaluated.

Event description:
Baxter (B)(4) received a report that an intermate had a broken luer post before use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.